Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may require intervention and / or conversion to open repair include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent emergent endovascular treatment for a ruptured thoracic aortic aneurysm with hemoptysis; and a type iii endoleak associated with a non-gore stent graft and was implanted with gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On an unknown date in (B)(6) 2020, computer tomography image revealed type ii endoleak originating from the intercostal artery. On (B)(6) 2020, the patient underwent open conversion (details unknown).